Event description:
It was reported that the patient presented for a follow up visit because the device was sounding. It was noted that the patient was attacked with a knife and had multiple stab wounds around the device. The device was found to be at recommended replacement time (rrt). The device was indicating low right ventricular lead impedance and triggered a lead warning. There were repeated episodes of ventricular tachycardia that corresponded to sections of oversensing artifacts and repeated episodes of atrial fibrillation that were also suspected artifact. There was one ventricular fibrillation episode present due to artifact as well. The device aborted before therapy was delivered. Upon explant, the physician noted that the device had been mechanically damaged by the knife attack and suspected that was the cause of the technical issues. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.